Event description:
Employee was using the lancet to check a pt's blood sugar. Employee went to engage the safety mechanism on the device. The safety mechanism did not engage leaving part of the needle out of the protective sleeve. Employee sustained a needle-stick. Employee evaluated in the emergency department. Blood work drawn on the employee and the pt. Device is available for testing.